Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that suture placement in the moderately calcified right common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, the sutures of two proglide devices were successfully pre-placed. The sheath was upsized to a 16f and the tavr procedure was completed. During knot advancement, the suture of the first proglide device completely came out of the artery. Knot advancement with the suture of the second proglide device was successful; however, one suture was not enough to close the large hole. A balloon was inserted through the left common femoral artery and inflated in an attempt to stop the bleeding but failed. A cut down was performed to widen the nick and spread. Hemostasis was achieved via surgical suturing. The level of anesthesia was not increased. There was no reported adverse patient sequela. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.